Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, iol was scratched during implantation. The scratches were on the edge of the lens, surgeon rotated the lens so that the damaged area would be positioned upwards under the eyelid to minimize discomfort for the patient and the surgery was completed on the same day. Additional information has been requested but is not available at the time of this report. There are five medical device reports associated with this complaint. This report is 2 of 5.